Event description:
It was reported that the patient had an over discharged implantable neurostimulator (ins), following discontinued ins use during pregnancy. A physician mode recharge was performed, and then the patient was able to successfully recharge ins to 25% after which a power-on-rest (por) was reported. While in por mode, it was reported that the ins turned on and painfully over stimulated patient. The patient could not turn the device off with the patient programmer with or without the antenna. A second physician mode recharge was initiated and the device turned off. The following day, the patient met with a company representative who was able to clear the por, and successfully interrogate the ins without any overstimulation. The ins, patient programmer, and recharger all appeared to be working appropriately.